Event description:
The customer reported that the camera head has a defective image, "3 pixels on image". No patient involvement was reported.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the camera head has a defective image, "3 pixels on image". No patient involvement was reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: cable unit is twisted, the displayed image is flickering. Due to poor water-tightness of cable unit, water tightness is lost. Damaged pixels were not found. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): should any irregularity be observed, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor the field performance of this device.